Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psychological injury"), urinary tract disorder ("bladder/urinary problems: urinary probs."), nervous system disorder ("nuero condit/prob"), alopecia ("hair loss"), migraine ("migraine"), fatigue ("fatigue"), nausea ("nausea") and hypersensitivity ("allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2019 hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, psychological trauma and urinary tract disorder had resolved and the nervous system disorder, alopecia, weight decreased, migraine, fatigue, nausea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: confirmation test(s) (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: patient demography and lab data was added, previously added "injury" was replaced with "pelvic pain ". New events "abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, psych injury, urinary problems, neurological disorder, hair loss, weight loss, migraine, fatigue, nausea" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and cervicitis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dysuria ("bladder/urinary problems: urinary problems (pain during dysuria)"), amnesia ("neurological condition/problem: memory loss"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"), 2 months 12 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological injury/depressed"), alopecia ("hair loss"), migraine ("migraine/headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with surgery ((B)(6) 2019 hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, dysuria, amnesia, alopecia, weight decreased, migraine, fatigue, nausea, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date: (B)(6) 2013 (note discrepancy). Pathology report: cervix with nabothian cysts and mild chronic inflammation. Endometrial polyp 1.2 cm and basalis endometrium. Adenomyosis. Leiomyoma, 3.2 cm greatest diameter. Right fallopian tube with paratubal cyst; left fallopian tube with no significant histopathologic abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, pelvic pain, weight loss and abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record. Events¿ abnormal bleeding (vaginal, menorrhagia); dyspareunia, depressed (previously reported psychological injury), memory loss (previously reported neurological condition/problem), pain during dysuria (previously reported as bladder/urinary problems: urinary problems) were added. The event outcome of the following events¿ pelvic pain, weight loss, hair loss, migraine/headaches, fatigue, nausea, abdominal pain¿ was updated to recovered/resolved. Reporter, demographics, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.